Manufacturer narrative:
Examination of the returned device confirms the complaint; the end of the threaded rod component / threads are extremely nicked and damaged. The threads seem to be chipped and broken causing the piece to not be able to lock on to mating stem. The root cause of this is from repeated use and inadvertent user error. Not making sure threads are fully engaged to mating stem can cause threads, rather than the body of the instrument to take the full load of impact, causing thread damage. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The threads are stripped and will no longer engage the stem.